Event description:
The patient was seen in the office a couple days ago due to overdischarge. A physician mode reset (pmr) was done successfully. The patient was sent home to charge. No lightning bolt was on the recharger and the patient programmer (pp) stated power on reset (por). Clearing the por with the pp was unsuccessful. The patient was going to be seen in the doctor¿s office tomorrow to clear post overdischarge por with an 8840 (clinician programmer). The patient has been in overdischarge since approximately december of last year. It was noted that the patient was in the ER with spasms and was treated with muscle relaxers but it was not related to the device. The patient did not show up to his doctor¿s appointment, he thought he could come in next week. It was additionally reported that the ins was off for 3 months prior to the pmr that brought the ins out of overdischarge. When the patient charged the ins at home he got a por error and then while sitting on the toilet he started to feel jolting/shaking sensation. Then the patient went to the ER. The company representative saw the patient on (B)(6) 2014 for the first time since he was in the ER. The ins was checked and it displayed off. The 8840 interrogated the ins and it indicated stimulation off. The ins was then turned on and the shaking stopped. The clock was reset which was normal after overdischarge/por. It was clarified that all of a sudden the patient got a jolt and started shaking. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID neu_ptm_prog, serial# unknown, product type programmer, patient; product ID neu_recharger_acc, serial# unknown, product type recharger. (B)(4).

Event description:
It was further clarified that the patient was able to charge completely however the device was showing as off and the por needed to be cleared but the device was actually on. It was confirmed that the patient's settings were restored and he was receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient tripped and fell. When the device was restarted, instead of shaking on the inside, the patient was shaking on the outside. A manufacturer¿s representative (rep) was sent to help resolve the issue. The patient mentioned they were in the emergency room in the past. The patient said the rep told them the device was malfunctioning. No further complications were reported.